Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and the fiber tip was burnt at 70,000 joules. Per the customer, 14 minutes into the procedure was when the forward firing condition was noted. The fiber was inside of the pt, but did not cause any issues. It was also noted that the fiber tip was cleaned by the physician and nothing was observed with the fiber aim beam. No observations were noted leading up to the incident and no error codes were displayed on the laser console. No pt injury was reported.